Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 255cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2021.

Manufacturer narrative:
On january 28, 2022, mentor received additional information providing a patient identifier and updates dates of event, implant, and explant. With the receipt of the date of implant, it was confirmed that the device was implanted after its date of expiration, which is off label use of the product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab received the device for evaluation. On march 23, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 255cc breast implant was found to be ruptured and received in three parts. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. Please note that according to the product insert data sheet, sterility cannot be guaranteed if the packaging has been damaged or after the ¿use by date¿ shown in the box label. Therefore, the device was used in an off-label manner. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).